Event description:
Customer reported no co2 readings from the gas module iii. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the problem. As preventative maintenance, the module's water trap was replaced, gas flow rate was tested within factory specifications.